Event description:
It was reported that during a follow up in clinic, loss of capture and loss of sensing were noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgement of the ra lead was confirmed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.